Event description:
It was reported that the patient experienced a replacement of an ams ambicor penile prosthesis(app) device due to unspecified reasons. An ams inflatable penile prosthesis(ipp) device was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for the revision was that the device no longer inflated. No patient issues were reported.